Event description:
Information was received indicating that a cadd-legacy pca, mdl 6300, pump turned off without explanation. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).